Manufacturer narrative:
(B)(4). No samples were received for evaluation. No pictures were received. We have no further complaints on the material/batch. We have no further inventory of the material/batch. A check of quality, production and maintenance records shows no deviations. The complaint cannot be determined.

Event description:
Customer states edta additive on the tube walls is in clumps with a tan-colored hue and that they are experiencing microclots in the specimens. Customer used warm water to fill the tube and the additive does not dissolve easily. Customer also used a fiber tipped swab to unsuccessfully dislodge the additive from the side of the tube. Specimens are inverted 5-10 times at draw. Customer advised the issue started six weeks ago they began having partial and/or no aspiration errors on their beckman dxh. Beckman coulter service technicians have examined the analyzer and found nothing mechanically wrong. Customer claims 200 tubes in last 6 weeks are affected, with 20% of tubes under-filled and 80% appropriately filled.